Manufacturer narrative:
This product is manufactured in the u.s. But not marketed in the u.s. Work order search: no similar complaint was reported for units within the same lot. (B)(4).

Event description:
The reporter indicated the surgeon implanted a 13.2mm vticmo13.2 implantable collamer lens, -14.50/+2.0/117 (sphere/cylinder/axis), in the patient's left eye (os), on (B)(6) 2017. The lens was reported as having rotated (not associated to a low vault) and there was a refractive surprise. The patient experienced poor visual acuity. The lens remains implanted. Additional information has been requested but none has been forthcoming. If additional information is received, a supplemental medwatch will be submitted.

Manufacturer narrative:
The reporter indicated the lens was successfully repositioned and remains implanted. At first day post-op, the patient had enlarged pupils but is much happier. (B)(4)